Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative measured the light intensity and found it to be low. The company service representative found the illuminator module ports to be dirty and dusty. The module ports were cleaned, which improved the intensity and resolved the issue. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to dirty and dusty module ports. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported low lighting of the lamp. Additional information has been requested.